Event description:
It was reported that during a laparoscopic left colectomy and operating on the rectum, difficulties were experienced in activating the articulation lever that seemed blocked. Moreover, the closing and the firing triggers were stiff and difficult to activate as well. Some difficulties were also noticed in activating the anvil release button that did not allow the jaws to open. The case was finished by using a new device that finally got to suture properly. There was no adverse patient consequence.